Event description:
The patient reported that the infusion device was "dead" and did not properly display an alert or error message. He discovered the issue while attempting to bolus after breakfast at school and the bolus did not deliver. At the time of the incident his blood glucose measured 87 mg/dl. He changed the battery with no success. After school his blood glucose measured 138 mg/dl. His normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or secondary party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.